Manufacturer narrative:
No further patient information was provided by the customer. The field service representative (fsr) inspected the instrument and replaced the tubing, peristaltic head (rohs), which resolved the customer's issue. No additional discrepant result issues have been reported since the service activity. The tubing, peristaltic head (rohs) was determined to be the likely cause. A review of service history for the architect c16000, serial number (B)(4), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c16000 did not identify any trends. A review of historical data for the tubing, peristaltic head (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the tubing, peristaltic head and the architect c16000 processing module, serial number (B)(4)was identified.

Event description:
The customer observed falsely elevated magnesium (mag) results on c16000 processing module for one patient. The results were provided:on (B)(6) 2020 sid (B)(6) initial mag result=3.3 mmol/l /repeated=0.8 mmol/l (reference range=0.66-1.07 mmol/l, critical >2.0 mmol/l). There was no reported impact to patient management.